Event description:
Per the clinic, the patient experienced hematoma on the implant site followed by a swelling. Subsequently, the patient was placed on a 1 week course of antibiotics (specific date and type not reported). The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient developed an infection at the implant site, subsequent to sustaining a trauma to the implant site (specific date not reported). It was also reported that due to the hematoma and swelling at the implant site, the patient experienced poor retention of the external sound processor to the implanted device. Subsequently, the patient was treated with IV antibiotics for over five days (specific date not reported).